Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20925947/21086448.

Event description:
It was reported that the patient experienced inadequate stimulation. No device malfunction was suspected. All components were explanted and discarded per hospital policy.